Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call of high blood glucose of 300 to over 600 mg/dl and to check the pump. /dl during an infusion set change. Troubleshooting found that the drive support cap was normal and settings were correct. Customer indicated that the basal rates were changed recently. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp. She will call back when clamp received to perform the test and for further troubleshooting.